Event description:
Pt to room 208 and placed on fetal monitor at 08:07, at 08:11, fetal monitor started recording 2 fhr's. Noted at 08:14 by nurse. Only one u.s transducer connected, on one fetus. Fetal monitor removed from service at 08:22.